Manufacturer narrative:
(B)(4). The actual device has not been received yet for evaluation and the investigation is on going at this time. A follow up report will be provided when the results of the investigation become available.

Event description:
As reported by the user facility: pump turned off during infusion and displayed a blue screen.